Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (in (B)(6) 2008 underwent an endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, weight increased, urinary incontinence, depression and anxiety had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary incontinence and weight increased to be related to essure (ess205). The reporter commented: patient has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 on (B)(6)1993, on (B)(6) 1995, on (B)(6) 2003,on (B)(6) 2005) and recurrent abortion (3). Concomitant products included cilest (ortho tri-cyclen), gabapentin and iron. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2005, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2005, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2006, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), urinary incontinence ("urinary incontinence"), bipolar disorder (seriousness criterion medically significant) and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). The patient was treated with surgery (in sep-2008 underwent an endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, weight increased, urinary incontinence, depression and anxiety had not resolved and the vaginal haemorrhage, bladder disorder, urinary tract disorder, bipolar disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), bladder problems or changes, urinary problems or changes, psychological or psychiatric problems condition: bipolar disorder, psychological or psychiatric problems condition: ptsd, vaginal discharge", reporter, historical and concomittant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.